Event description:
The facility reported an incident of a heparin free flow. A colleague pump was infusing heparin, concentration of 25000u/250ml in 5% dextrose, at an unknown rate. The heparin bag ran empty and required changing. The nurse removed the old tubing with the empty heparin bag from the pump and instead of discarding the IV set, as per hospital's protocol, she left it hanging on the side of the pump. The nurse primed new tubing with a fresh heparin bag and closed the regulating clamp on that tubing with a fresh heparin bag and closed the regulating clamp on that tubing. The nurse then accidentally inserted the old tubing into the pump, thinking it was the new tubing, and opened the regulating clamp on the new tubing, creating a free flow. According to the facility's director of pharmacy, "no pt injury resulted, the pt was managed medically." Protamine sulfate was administered and the pt's labs were being monitored. The pt was not moved from the bed, to prevent any brusing or bleeding, and was transferred to the intensive care unit on their existing bed. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis, medical history, admission date, date of the event, type of labs performed and their values, and dose of protamine sulfate.